Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the black exit marker detached into the scope. Subsequently, the exit marker was accidentally pushed out of the scope and into the patient's stomach when forceps were advanced through the scope. The detached piece was retrieved from the patient using rescue forceps, and the procedure was completed at this time. There were no patient complications reported as a result of this event.